Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking compression plate (lcp) periarticular proximal humerus plate (part 02.123.043, lot 86694, quantity 1) . Screws (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision to total shoulder on an unknown date, an unknown locking screw head broke off the shaft while removing a periarticular humerus plate. Fragments were generated, and it took multiple attempts to remove the screw. Hollow reamers and extraction bolts were needed to remove the screw shaft. The procedure was completed successfully with a surgical delay of thirty (30) minutes. Patient outcome is unknown. Concomitant medical products: locking compression plate (lcp) periarticular proximal humerus plate (part: 02.123.043, lot: 86694, quantity: 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).